Manufacturer narrative:
(B)(4) investigation summary: this hip replacement platform was voluntarily recalled from the market and the product codes are now considered inactive. Further investigation of this individual incident will not be undertaken. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Asr litigation received. Litigation alleges injury, elevated metal ion levels, discomfort, pain, lack of mobility, emotional distress, and squeaking or squealing noises emanating from his right knee were caused by problems with his right hip. Metal ion levels were above 7 ppb. Doi: (B)(6) 2008; dor: (B)(6) 2017; right hip.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report.

Event description:
In addition to what was previously reported in the medical records. After review of mr the patient was revised to address metallosis, pseudotumor and osteolysis. Operative note reported grayish debris, moderate synovial staining. Trunnion had a little bit of black staining that was then cleansed.